Manufacturer narrative:
(B)(4). The pump passed the self test and the displacement test. No unexpected pump error 54 or hardware low level failure alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm (line number 1421 file number 32122) due to a software error and hardware low level failure alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.